Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an intermittent vibration issue with the pump. There was no indication that the product caused or contributed to an adverse event. The alleged issue could not be resolved with troubleshooting. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 12/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/18/2016 with the following findings: during testing, the vibratory and auditory tones functioned properly. There were no intermittent vibration issues observed therefore the original complaint about a vibration issue was not duplicated during the investigation. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. The pump was opened and there was evidence of moisture corrosion found on the display lens, the printed circuit board (pcb) and the vibration motor contact. During testing, the pump powered on to a blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).